Event description:
The patient was brought to the or with a fractured hip. During the procedure the physician placed k-wires across the fracture and began drilling the screw holes. When the drill was removed from the wound, it was noted that the tip of the drill bit had broken-off in the femur. Another set was opened to use a different drill bit, and the tip of the 2nd drill bit broke off inside the femur.